Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of and angiojet avx thrombectomy system. Blood was on the device. The pump, shaft, and tip were microscopically examined and it was observed that at the hypotube was broke at the tip of the catheter, and that the window at the tip of the catheter were stretched/damaged. Functional testing revealed a ¿check saline¿ error. Due to the break in the hypotube the device would not get through priming. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure. The catheter was primed and aspiration was initiated inside the body. However, an error message to check saline supply displayed. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure. The catheter was primed and aspiration was initiated inside the body. However, an error message to check saline supply displayed. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.